Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the anterior terminal component that broke off, are you referring to the white tissue pad? If no, please explain what component you are referencing to. No, the white pad is still well attached at the unarmed branch. The part broken is the blade, the fracture occurred in the proximal part of its. Was the broken off component retrieved? Yes. If yes is it returning with the device or was it disposed of? Yes, it will return with the device.

Event description:
It was reported that during an unknown procedure, the anterior terminal component of the device broke off. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.